Manufacturer narrative:
Implanted date - (B)(6) 2016. Method: device history record review. Result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Visual inspection of the returned product found both haptics torn, with a piece missing. There was evidence of clear and dark color residue. Claim # (B)(4).

Event description:
Additional information received - the reporter indicated the lens in the right eye was unaffected, no malfunction or adverse event, and was only explanted due to difficulty with and removal of the icl lens in the left eye. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Result code(s): (operational problem) : visual inspection of the returned product found both haptics torn, with a piece missing. There was evidence of clear and dark color residue. (No failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -9.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to angle closure. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.